Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, fluid loss, leaking from cylinder to pump tubing. Titan touch explanted and replaced with a titan zero. No other adverse patient effects were reported.